Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used soft-sensor, performed visual inspection and found sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
The customer reported via phone call that the needle on the sensor fell apart. The customer was unable to insert the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.